Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula which led to high blood glucose level (400 mg/dl). They tried to treat it with bolus via pump. Therefore, on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was 427 mg/dl. During hospitalization, the patient received fluids of saline (unknown), insulin, intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.